Manufacturer narrative:
(B)(4). Concomitant devices - unknown head catalog #: ni lot #: ni, unknown liner catalog #: ni lot #: ni, unknown trilogy cup catalog #: ni lot #: ni, unknown m/l taper kinectiv neck catalog #: ni lot #: ni. It was indicated by the complainant that the product will not be returned to zimmer biomet for investigation. The complaint sample was not evaluated, but post-operative complications were able to be confirmed through radiographic inspection. X-rays received identified right pelvis/acetabulum periprosthetic fractures in the setting of right total hip arthroplasty and marked osteopenia. Additionally, the acetabular and femoral components were both dislocated. Although x-rays exhibit periprosthetic fracture and dislocation, it is unknown when the x-rays were taken or if there were other contributing factors related to the patient's revision. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02446, 0001822565-2018-02447, 0001822565-2018-02448, 0001822565-2018-02449.

Event description:
It was reported that a patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown date due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.